Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿never perform angulation control, suction control, or insertion/withdrawal of the endoscope¿s insertion tube without viewing the endoscopic image. Patient injury, bleeding and/or perforation can result. Never insert or withdraw the endoscope¿s insertion tube while the up/down angulation is locked. Patient injury and/or equipment damage can result.¿ based on the results of the investigation and the condition of the device, investigation has concluded that the reported malfunction was a result of external force applied to the curved part of the device. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received on 10aug2021 noting that this event occurred during set up. The initial reporter stated that how the procedure was completed, as well as the patient's overall outcome were both unknown. They also confirmed that they did not recall seeing any bare metal exposed on the device.

Manufacturer narrative:
Initial reporter's title: (B)(6). The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The scope was cut and leaking. Additionally the light guide prong's red marking was missing, the image had stains present, and the glue was cracked. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported, the olympus fiberscope separated in the middle of the scope. According to the initial reporter, the inside of the scope was visible and looked like it had been pulled apart. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.